Manufacturer narrative:
(B)(4)

Event description:
It was reported that a merlin.net transmission showed non sustained right ventricular oversensing due to low amplitude signal being sensed. The patient was asymptomatic. Further testing and reprogramming was recommended.